Event description:
The customer reported consistently elevated gi (gastrointestinal) monitor results, for one pt involving unicel dxi 800 access immunoassay system. The elevated results were discordant to two alternate methodologies, which produced low results. The elevated results were released out of the lab and questioned by physician. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied backman coulter, inc with the pt's sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The system check performed on (B)(6) 2009 showed all portions within specifications. Quality control (qc) charts indicated qc was recovering +/- 2 sd (standard deviation) prior to and after the day of event. A printout of the event log from (B)(6) 2009 noted there were no system errors on the day of the event. Testing at beckman coulter customer product line support (cpls) lab did not confirm heterophile interference in the sample received from the customer. The results obtained by the customer from this sample appeared to be true results. Product labeling: the concentration of ca (cancer antigen) 19-9 in a given specimen determined with assays from different mfrs can vary due to differences in assay methods and reagent specificity. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a pt, the assay method used for determining ca 19-9 antigen values is changed, add'l sequential testing should be carried out to confirm baseline values. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.